Event description:
On (B)(6) 2013, the maquet sales and service unit (ssu) was informed that rotaflow console (rfc) with serial number (B)(4), at methodist hospital,lost power. According to the customer, the unit was unplugged to transport patient and the rfc lost all battery power within 30 seconds after being unplugged. The ac light was on before the unit was unplugged. The patient was switched to a new rfc as a result of this incident. Reference: complaint (B)(4).

Manufacturer narrative:
(B)(4). The methodist biomed technician has not been able to reproduce the issue despite several attempts. The methodist biomed will be changing out the charging board and requested the maquet ssu to examine the circuit board that will be replaced. On (B)(4) 2013, service order no. (B)(4) was generated for this rotaflow unit. Per the service order, a complete preventive maintenance was performed on the unit. Reference: complaint (B)(4).